Event description:
It was reported that the micro saggital saw ran without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the tps coated flex assembly was found to be damaged. The presence of corrosion on the sockets and damage to the tps coated flex assembly could cause or contribute to the handpiece to run without user activation.